Event description:
A customer's daughter-in-law reported receiving an error 1 on their freestyle freedom blood glucose monitoring system, and as a result, was unable to properly obtain a glucose result. They then reported feeling nauseous, fatigued, an increased need to urinate, and dryness of the mouth. The customer was taken to a local hospital, where he was diagnosed with hyperglycemia, and was administered glimepiride (amaryl) in order to stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.